Manufacturer narrative:
Date received by manufacturer: 07/27/2016.

Event description:
Female quick connect component in custom cardiopulmonary tubing pack instead of a male quick connect. The customer cut out the female line and inserted the male end of a tubing stub and continued procedure.

Manufacturer narrative:
On (B)(6) 2016 04:47 pm (gmt-4:00) added by (B)(6): the device will not be returned to the manufacturer and an evaluation on the affected product will not be possible. If there is any deviation to this information we will send a supplemental report with additional findings. (B)(4).

Event description:
Female quick connect component in custom cardiopulmonary tubing pack instead of a male quick connect. The customer cut out the female line and inserted the male end of a tubing stub and continued procedure.